Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 52%. However, 20 minutes later, the gauge displayed 10%. Review of t:connect pump data confirmed the customer's allegation. The customer's blood glucose level was 400 mg/dl and it was addressed with a bolus. Reportedly, the customer used an old pump for backup therapy.